Manufacturer narrative:
(B)(4). The device involved in this compalnt has been returned to the manufacturer. However, the investigation of said device is still in p rogress at the time of this report.a follow up report will be submitted at the conclusion of the investigation.

Event description:
Complaint alleges "light is turned off when blade is fully extended." A video clip was submitted for reference with the complaint. There was no report of patient involvement. It is unknown if the event occurred in the clinical setting.

Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The sample was returned and forwarded on to the manufacturing site for evaluation. The manufacturing site (truphatek) reports: we checked the received sample and found there was a light issue. Light was not stable when we applied force on tip. From investigation of received sample, it is confirmed that was no light as reported by the customer. Conclusion: reported failure confirmed. This issue has been associated with a CAPA in which we have changed the design of spring and handle. This product was manufactured before the design change had taken place.

Event description:
Complaint alleges "light is turned off when blade is fully extended." A video clip was submitted for reference with the complaint. There was no report of patient involvement. It is unknown if the event occurred in the clinical setting.